Event description:
Reference number (B)(4) event occurred in the united states it was reported that, the patient experienced issue with infusion set's cannula being kinked on (B)(6)2024. The symptoms occured within 3 hours of insertion, which was made at thigh. The issue led to an increase in blood glucose level of 455 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available